Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was being displayed when using evis exera I or exera ii series scopes due to a failure in the unit's printed circuit board. Due to the board damage, a failure to white balance was also found during the evaluation. This failure caused error message e311 to display on the monitor during testing; however, it is not directly linked to the customer-reported failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was no producing an image when used in conjunction with the 180 series scopes. However, according to the initial reporter, the 190 series scopes seemed to be working properly. No customer contact information was provided for any additional follows to be preformed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed. A faulty op-amp on the printed circuit board (dr board) failed to display image resulting to the phenomenon of ¿no image¿. The subject device was manufactured before the op-amp circuit design change has been made. Confirmed that dr board design change has been made on (B)(6)2018, regarding the phenomenon. Olympus will continue to monitor field performance for this device.